Manufacturer narrative:
The investigation performed on surgery data log file pointed out that both communnication failures are due to two different design defects already known.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery a communication failure occurred. Following communication failure and re-initialization of the system, rosa could not connect to controller. The field service engineer tried several time to resolve the issue and finally when performed a manual release of the robot arm followed by re-initialisation of the system the issue was solved. The surgery was successful but a delay of 60 minutes occurred